Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the tip of the avigo guidewire broke. No additional event information was provided at the time of the report.